Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The right atrial lead had oversensing and noise and low impedance. No action was taken for the atrial lead since the patient suffers from chronic atrial fibrillation and the device is programmed to vvir mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.